Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. Complaint via email. X awareness date: 29may2026 product: gattex 5mg patient kit x lot: av25352aa. Component: description: dosing syringe - syringe 1ml s/t w/ndl 27x1/2 rb bd product no: 309623 bd lot: 5106626, 5106627. Complaint description: patient reported that the needle gets stuck and comes out during administration. The patient's sister reported that during administration, the needle comes out and gets stuck in the patient's arm. The sister advised that this only happens sometimes. Once she pushes the medication in, the needle separates from the syringe and remains in the patient's arm. She stated that she believes the needles may need to be inspected before being sent out.